Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) ) powered up but didn't start compressions was confirmed in the archive data and functional testing. Based on the archive data, the platform was powered on multiple times with user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) on the reported event date. The root cause of the ua07 was the malfunctioning load cells due to failed components. During the preliminary functional testing, the autopulse platform did not start compressions, confirming the reported complaint. The autopulse platform failed with a ua07 advisory message displayed upon powering up. The load cell characterization test failed and revealed that both load cells were malfunctioning, and they were replaced to address the customer's reported problem. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6).

Event description:
The customer reported that the loaner autopulse platform (sn (B)(6) ) powered up but didn't start compressions. Per the customer, the platform didn't display any error message. No patient involvement.